Event description:
Affiliate reported that the patient had been brought back to the hospital for a possible subdural hematoma resulting from the valve. Upon removal of the device, it was noticed that the siphonguard had come completely off the valve and was cracked.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.